Event description:
It was reported that when the patient's spouse was setting up the remote monitor, the spouse pressed the power button and received a shock. The spouse went to the physician's office thinking it was the spouse's heart, however, the physician stated it was not the heart, but that the spouse "was shocked." The monitor is being returned, and a new one was ordered. No patient complications, or complications to the spouse, were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.